Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain after essure imlpnt"), genital haemorrhage ("heavy bleeding"), renal failure ("kidney failure from infection years after implant/ kidney failure"), bipolar disorder ("bi- polar") and kidney infection ("kidney failure from infection") in a 26-year-old female patient who had essure (batch no. 901335) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, gravida I, parity 1 ((B)(6) 2005), spinal operation, breast tenderness, nausea, snoring, sore throat, asthma, skin rash, vaginitis, menarche, dyspareunia, live birth (vaginal) in 2005, appetite fluctuation, diabetes (father, paternal relative¿s paternal grandmother, paternal grandfather, maternal relatives, maternal grandmother, aternal grandfather, maternal aunt), polycystic ovaries (paternal relatives, paternal aunt), fertility increased female, cervical dysplasia, eczema, cyst removal, mastodynia on (B)(6) 2016 and cough. She had no cramping with iud, no pain,denies alcohol or drug abuse,. Previously administered products included for an unreported indication: depo in 2006, implanon and mirena. Concurrent conditions included obesity, smoker, leukorrhea since (B)(6) 2013, nasal congestion, shortness of breath, sensation of block in ear, sinus pain, runny nose, sinobronchial syndrome, itching, burning sensation and vaginal discharge. Family history included lymphoma (mother), depression (mother & father), heart attack (mother), hypertension (mother & father), early menopause (mother), endometriosis (mother) and high cholesterol (father). Concomitant products included amoxicillin, co-advil (advil cold), epinephrine, lidocaine and pseudoephedrine hydrochloride (sudafed). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced fatigue ("fatigue"), weight fluctuation ("weight fluctuations") and weight decreased ("weight loss"). In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("abdomen cramps pain"), dysmenorrhoea ("severe menstrual pain / menstrual pain"), abdominal pain ("severe abdominal pain / abdomen (stabbing, cramps) constant/ abdomen stabbing pain") and back pain ("severe back pain / back pain"). In 2014, the patient experienced renal failure (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bipolar disorder (seriousness criterion medically significant) with depression and mood swings, kidney infection (seriousness criterion medically significant), dyspareunia ("pain during intercourse"), migraine ("severe migraines"), allergy to metals ("nickel allergy /hypersensitivity reaction /allergic to most metals/allergic to nickel") and treatment noncompliance ("she did not use any birth control"). The patient was treated with ibuprofen and surgery. Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, renal failure, bipolar disorder, abdominal pain lower, dysmenorrhoea, abdominal pain, back pain, fatigue, weight fluctuation, dyspareunia, migraine, weight decreased, allergy to metals and treatment noncompliance outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, bipolar disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, kidney infection, migraine, pelvic pain, renal failure, treatment noncompliance, weight decreased and weight fluctuation to be related to essure. The reporter commented: she received treatment, removed lodged kidney stone for kidney failure on (B)(6) 2014. She did not receive treatment for menstrual pain, back pain, heavy bleeding, depression, fatigue, weight loss. Current weight: 170. She was not advised of any complications or problems that occurred at the time of her essure placement procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.3 kg/sqm. Pregnancy test urine - on (B)(6) 2012: negative. On (B)(6) 2012 underwent hysterosalpingogram:findings a hysterosalpingogram was performed by dr. Prior. For spot images were obtained. The mages demonstrate a probable air bubble within the right comua the uterus appears normal in contour. Essure metallic devices are noted. No extension of contrast into the fallopian tubes is noted. No spiilage of contrast into the peritoneal cavity is identified. Impression: no spillage of contrast into the peritoneal cavity, indicating successful essure procedure. (B)(6) 2014: portable kub type abdomen : impression: 6 x 14 mm proximal left ureter calculus (B)(6) 2014: abdomen and pelvis without contrast: impression: moderate to severe left-sided hydronephrosis/hydroureter, with associated il-mm obstructing proximal ureteral calculus. Non-obstructing right-sided intrarenal calculi as bove. Dependent hyper density within the gallbladder lumen, which may represent the presence of biliary sludge and/or small gallstones. Mild amount of free fluid within the pelvis, likely physiologic in a patient of this age. (B)(6) 2014:retrograde urogram: impression: 1. Ovoid filling defect in the proximal left ureter which corresponds to a known proximal left ureteral calculus. 2. Successful placement of a left double-j ureteral stent. (B)(6) 2014: abdomen ap view: findings: a left ureteral stent is in place with the proximal pigtail at the level of ll/l2, on the left, and the distal tail in the lower pelvis, at the midline. There is a 16- mm calcification adjacent to the proximal portion of the ureteral stent. A tiny punctate calcification is again noted in the right kidney. The bowel gas pattern is nonspecific and non obstructive. Tubal ligation wires are again noted in the pelvis, bilaterally. Impression: left ureteral stent and proximal left ureteral calculus. (B)(6) 2014: single frontal view of the abdomen: findings: the left ureteral stent is stable. Adjacent to the proximal third of the stent, there is an oblong l0-mm calculus which is stable. Essure a contraceptive device is noted at the pelvis. Bowel gas pattern is normal. Bones appear normal. Impression: stable appearance of left ureteral stent and ureteral calculus (B)(6) 2014: intraoperative abdomen and fluoroscopy:findings: left ureteral stent is present. Crisply be faint visualization of the previously identified calculus over the left mid ureter at the level of l4. Essure fallopian tube closure devices are noted. The cystoscope is visualized. Impression: left ureteral stent and left ureteral calculus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jun-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain after essure implant"), genital haemorrhage ("heavy bleeding"), renal failure ("kidney failure from infection years after implant/ kidney failure"), bipolar disorder ("bi- polar") and kidney infection ("kidney failure from infection") in a (B)(6) female patient who had essure (batch no. 901335) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, gravida I, parity 1 ((B)(6)), spinal operation, breast tenderness, nausea, snoring, sore throat, asthma, skin rash, vaginitis, menarche, dyspareunia, live birth (vaginal) in (B)(6), appetite fluctuation, diabetes (father, paternal relative¿s paternal grandmother, paternal grandfather, maternal relatives, maternal grandmother, maternal grandfather, maternal aunt), polycystic ovaries (paternal relatives, paternal aunt), fertility increased, cervical dysplasia, eczema, cyst removal, mastodynia on (B)(6) 2016 and cough. She had no cramping with iud, no pain,denies alcohol or drug abuse,. Previously administered products included for an unreported indication: depo in 2006, mirena and implanon. Concurrent conditions included obesity, smoker, leukorrhea since (B)(6) 2013, nasal congestion, shortness of breath, sensation of block in ear, sinus pain, runny nose, sinobronchial syndrome, itching, burning sensation and vaginal discharge. Family history included lymphoma (mother), depression (mother & father), heart attack (mother), hypertension (mother & father), early menopause (mother), endometriosis (mother), inheritable disease and high cholesterol (father). Concomitant products included amoxicillin, co-advil (advil cold), epinephrine, lidocaine and pseudoephedrine hydrochloride (sudafed). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced fatigue ("fatigue"), weight fluctuation ("weight fluctuations") and weight decreased ("weight loss"). In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("abdomen cramps pain"), dysmenorrhoea ("severe menstrual pain / menstrual pain"), abdominal pain ("severe abdominal pain / abdomen (stabbing, cramps) constant/ abdomen stabbing pain") and back pain ("severe back pain / back pain"). In 2014, the patient experienced renal failure (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bipolar disorder (seriousness criterion medically significant) with depression and mood swings, kidney infection (seriousness criterion medically significant), dyspareunia ("pain during intercourse"), migraine ("severe migraines"), allergy to metals ("nickel allergy /hypersensitivity reaction /allergic to most metals/allergic to nickel") and treatment noncompliance ("she did not use any birth control"). The patient was treated with ibuprofen and surgery. Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, renal failure, bipolar disorder, abdominal pain lower, dysmenorrhoea, abdominal pain, back pain, fatigue, weight fluctuation, dyspareunia, migraine, weight decreased, allergy to metals and treatment noncompliance outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, bipolar disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, kidney infection, migraine, pelvic pain, renal failure, treatment noncompliance, weight decreased and weight fluctuation to be related to essure. The reporter commented: she received treatment, removed lodged kidney stone for kidney failure on (B)(6) 2014. She did not receive treatment for menstrual pain, back pain, heavy bleeding, depression, fatigue, weight loss. Current weight:(B)(6). She was not advised of any complications or problems that occurred at the time of her essure placement procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.3 kg/sqm. Pregnancy test urine - on (B)(6) 2012: negative. On (B)(6) 2012 underwent hysterosalpingogram:findings a hysterosalpingogram was performed by dr. (B)(6). For spot images were obtained. The mages demonstrate a probable air bubble within the right cornu the uterus appears normal in contour. Essure metallic devices are noted. No extension of contrast into the fallopian tubes is noted. No spiilage of contrast into the peritoneal cavity is identified. Impression: no spillage of contrast into the peritoneal cavity, indicating successful essure procedure. On (B)(6) 2014: portable kub type abdomen : impression: 6 x 14 mm proximal left ureter calculus. On (B)(6) 2014: abdomen and pelvis without contrast: impression: moderate to severe left-sided hydronephrosis/hydroureter, with associated il-mm obstructing proximal ureteral calculus. Non-obstructing right-sided intrarenal calculi as bove. Dependent hyper density within the gallbladder lumen, which may represent the presence of biliary sludge and/or small gallstones. Mild amount of free fluid within the pelvis, likely physiologic in a patient of this age. On (B)(6) 2014:retrograde urogram: impression: ovoid filling defect in the proximal left ureter which corresponds to a known proximal left ureteral calculus. Successful placement of a left double-j ureteral stent. On (B)(6) 2014: abdomen ap view: findings: a left ureteral stent is in place with the proximal pigtail at the level of ll/l2, on the left, and the distal tail in the lower pelvis, at the midline. There is a 16- mm calcification adjacent to the proximal portion of the ureteral stent. A tiny punctate calcification is again noted in the right kidney. The bowel gas pattern is nonspecific and non obstructive. Tubal ligation wires are again noted in the pelvis, bilaterally. Impression: left ureteral stent and proximal left ureteral calculus. On (B)(6) 2014: single frontal view of the abdomen: findings: the left ureteral stent is stable. Adjacent to the proximal third of the stent, there is an oblong l0-mm calculus which is stable. Essure a contraceptive device is noted at the pelvis. Bowel gas pattern is normal. Bones appear normal. Impression: stable appearance of left ureteral stent and ureteral calculus on (B)(6) intraoperative abdomen and fluoroscopy:findings: left ureteral stent is present. Crisply be faint visualization of the previously identified calculus over the left mid ureter at the level of l4. Essure fallopian tube closure devices are noted. The cystoscope is visualized. Impression: left ureteral stent and left ureteral calculus. Most recent follow-up information incorporated above includes: on 27-nov-2017: medical record & plaintiff fact sheet received. Events pelvic pain & cramp in lower abdomen are added. Historical drug & condition, concomitant drug & condition added. Patient, product & reporter information updated. Lab data added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.